Event description:
The ventilator stopped delivering gas after running for 3 hours on the internal battery. The customer does not know if the ventilator gave low battery alarm in appropriate timing prior to shut down.